Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event that the patient's phone was not alarming when it was in the low setting could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's phone was not alarming when it was in the low setting. Additional event or patient information is not available. Data was not provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.